Manufacturer narrative:
This event was determined to be not reportable following an hcp review. A patient having a seizure experiences a burst of electrical activity in the brain which may cause many symptoms including lack of awareness, jerky movements, twitching, stiffness, or limpness. A helmet was likely suggested as part of the patient's care plan to protect his head and neck from injury as there was potential for a seizure due to the nature of their medical condition. It is noted that the patient was not wearing their helmet unfortunately, which likely contributed to the fracture of the implant as there was nothing to help absorb the force of the fall or any spasmodic movements that may have occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown screws, part# ni, lot# ni.

Event description:
It was reported the plate fractured and was replaced in a revision eleven (11) days following implantation due to patient injury. The patient had a seizure and hit their head on concrete while they were not wearing a helmet. The plate fracture did not cause an injury to the patient and was not discovered until a subsequent surgery. The surgeon does not believe the hardware is at fault and believes the fall was the cause of the event. No additional patient consequences were reported.